Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: vedr01 implantable pulse generator (ipg) implanted: (B)(6) 2008; 383059 implantable pacing lead implanted: (B)(6) 2008.

Event description:
It was reported that the lead lost slack from patient growth. During lead explant of the right ventricular (rv) lead, the lead was only able to be partially removed and the insulation was stripped at the proximal end of the lead resulting in exposed cable/conductors. The rv lead has been capped and replaced, the exposed cable covered and the lead secured. No patient complications have been reported as a result of this event.